Event description:
According to the reporter, during the bunionectomy procedure, the needle popped off the thread. A new suture was used to resolve the issue. No patient adverse events reported. Patient is stable.